Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 18.0 mmol/l (mobile system) and 8.0 mmol/l (compact plus system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(4).